Event description:
Edwards received notification a patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approx. 6 years and 9 months due to severe mitral stenosis. The patient presented with shortness of breath and fatigue. A 29mm sapien3 valve was implanted within the edwards surgical device using the trans-septal approach. The outcome was successful.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted once new information is received. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event.